Event description:
(B)(4). Beginning around mid (B)(6) 2011 I thought I had a miscarriage because my period was so heavy and I experienced egg sized clots. Then it became recurrent every month. Started birth control pills after finally going to the doctor for severe cramps and heavy bleeding around (B)(6) 2013. Helped for a few months. Then periods became heavy again and I hated the side effects from the pill. Stopped the pill and have been dealing with these horrible periods. Take iron supplements and wear heavy overnight pads to get through my periods. Horrible cramping all but a week out of the month. Never experienced painful ovulation. That became beginning of 2015. Have spotting and bloating all month long. With slight relief about a week after period ends. I work out regularly and have had a hard time maintaining this lifestyle due to cramps and have to skip the gym during my periods. Sleep on a towel on the leather couch to avoid staining my bed during my period. Get up every 1.5-2 hours to change pads. Can't miss work because I'm a temp. I'm exhausted all the time and eat fairly healthy. Have tried many holistic remedies and nothing works for long. Always had a skin allergy to nickel. Never told essure contained nickel. Believe this could have to do with my issues. I've experienced (B)(6) repeatedly since 2011. Was hospitalized and needed antibiotics for a year prescribed by an infectious disease doctor. I've dealt with anxiety and stress which I can't directly correlate to essure but I do believe my medical issues directly effected my mental health over these years.